Manufacturer narrative:
After it was received, the ICD underwent an electrical examination. The clinical observation was confirmed, the ICD could not be interrogated. The memory content of the device could therefore no longer be read. Next, the device was opened. A destroyed final shock stage of the electronic module was identified. This damage to the final shock stage indicates a shock delivery into an external low-ohmic shock path. This damage of the module then resulted in the observed inability to interrogate the ICD. Neither within the ICD nor the connections system, sparkover traces or short-circuits were present that could be related to the clinical observation. The low-ohmic shock path clearly resulted from an external short-circuit. The manufacturing process for this device was reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. Summary and conclusion:a sparkover between the high-voltage lines of the lead and/or the ICD housing occurred during a shock delivery. This conclusion can be clearly drawn from the damage manifestation of the damaged final shock stage of the electronic module. Possibly clinical complications that could lead to an external short-circuit are, among others, the twiddler's syndrome, the "subclavian crush" syndrome, or other damage to the lead insulation, which lead to contact between the high-voltage lines. There are no indications of a material defect or manufacturing error of the ICD.

Event description:
Ous MDR - after an implantation time of about 54 months, it was reported that the patient was not feeling well. The ICD could not be interrogated during the subsequent follow-up and was explanted. The lead was measured with unremarkable values. The ICD was returned to biotronik for analysis.